Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was instructed to contact support again if any issues reoccurred and confirmed their understanding of the guidance provided.